Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the investigation of the complained dhs/dcs-impactor for one-step insert-technique 338.280 shows that the component plastic insert 338.260 has a broken apart portion as reported. Both plastic portions as well as the hitting anvil of the metal shaft show marks of heavy impact. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Investigation conclusion: the complaint is confirmed as the plastic insert of the dhs/dcs-impactor for one-step insert-technique is broken in half. The visual defects on the plastic insert as well as on the hitting anvil of the metal shaft provide evidence that the device was subjected to mechanical overload while use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 338.280, lot: 9415285, manufacturing site: hägendorf, release to warehouse date: 22.april 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a surgery with the impactor in question. After the surgeon removed a benign tumor and used biopex (product of hoya), he hammered the impactor. The impactor broke during hammering. The surgeon used another impactor which was stored in hospital. No further information is available. Concomitant devices reported: unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1). This report is for one (1) dhs®/dcs® impactor. This is report 1 of 1 for (B)(4).